Event description:
It was reported that during the hip procedure, the stem did not fully seat. It was possibly 2 to 3 mm proud compared to the broach. The stem was left in place and procedure completed. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had a initial right tha. During the procedure the femur was broached to an 18, trial reduction was done hip was stable but appeared slightly long clinically. Size 18 stem was used with a type 1 taper and stable press fit. The stem sat 2-3mm proud compared to where the broach was. Final implants placed with no intraoperative complications. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.